Event description:
It was reported that a spectrum iq infusion failed flow rate accuracy testing twice at 21ml and multiple improper shutdowns on both battery and ac power. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow rate accuracy testing and improper shutdowns were not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing and delivered with error percentage of 5.54%. Evaluation inspected all possible causes for "device powering off without user input" and found no possible causes for the problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition for flow rate accuracy was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel requires to adjustment and replacing m2/m3 springs to address this issue. Should additional relevant information become available, a supplemental report will be submitted.